Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were trying to get in contact with a manufacturer representative (rep) because their device was not charging. The patient disconnected and manufacturer representative (rep) was only able to gather patient's name.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.